Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The field event of premature depletion was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device image was reviewed and no battery performance alert (bpa) was observed. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. Additionally, the battery voltage measurement trend and the fuel gauge measurement trend were reviewed and no anomalies were observed. Based on this investigation, there was no evidence of premature battery depletion.